Event description:
Healthcare professional reported valve was abandoned at implant due to a large paravalular leak resulting from the annular sutures being tangled on posterior strut. The sewing ring did not seat in the annulus.